Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had a forceps channel burnt. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. It is likely due that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The root cause could not be determined. Olympus will continue to monitor field performance for this device.